Manufacturer narrative:
The device was returned and a separate event was created and regulatory report #9614453-2014-02896 was submitted. This event is a duplicate event.

Event description:
It was reported that the patient was followed up on (B)(6) 2013 and battery status showed 1-4 years of life. A year later the patient again returned for follow up. The device could not be interrogated and total depletion of battery was noted. The device was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).